Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was not stay turned on, it was come on and show full battery then turn off when customer hit the act button. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer was not calling back after receiving a new battery cap. Customer states the insulin pump neither dropped nor bumped and not exposed to moisture. Customer states the contacts on the battery cap were not missing or damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The insulin pump will not be returned for analysis.